Manufacturer narrative:
UDI#: (B)(4). It was reported that multiple communication failures occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation, the first communication failure was caused by a known anomaly. The second communication failure was caused by a use error : an over force was applied to the robot arm. The third communication failure was cause by a shared memory error.

Event description:
The first complaint event occurred before the rosa was transported into the or and in the room where the robot connects to pacs. The patient¿s bone fiducials were placed and they received a pre-operative CT for registration. After opening iq view and connecting the ethernet cable from the pacs port to the rosa, the robot received a "software not responding" error, which after selecting "okay" the rosa then shutdown. The robot was rebooted and this event delayed the surgery for 5 minutes. The second complaint event occurred during the registration tab. When verifying registration with the pointer probe, the robot was in an automatic movement, and the surgeon thought it was getting to close to the patient. The "stop" button on the screen was utilized and the surgeon applied pressure to the arm, causing a communication error. The pointer probe was removed from the arm, the patient was repositioned, and then rosa was rebooted. The resident confirmed after re-registering that the pointer probe was touching the skin of the patient, but he said was not putting pressure on the skull as he had thought. This delayed the case 15 minutes. The third complaint event occurred when the robot was parked in the "home" position. An error that there was a communication failure occurred after the rosa had been driven home at the end of the case. The rosa robot was then rebooted and this did not delay the case as the surgeon and resident were closing and the guidance portion of the surgery had been completed.